Manufacturer narrative:
A field service engineer (fse) was sent to the customer site for system inspection. No issues were identified. The quality control results were within specifications. The cause for the discordant afp results is unknown. Possible sample handling. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A false high atellica im alpha fetoprotein (afp) result was obtained for a patient sample. The patient sample was repeated on the advia centaur and the result was lower. The patient sample was repeated on the atellica im and the results were lower. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00009 on (B)(6) 2019. (B)(6) 2019 additional information: siemens has completed the investigation into the one patient sample that initially reported out an afp high value on the atellica im but repeated negative on the atellica im and advia centaur platforms. Siemens is unable to rule out preanalytical factors that may have attributed to the initial higher result. However, overall precision appears to be acceptable. The customer reported this as a single isolated sample and has not had reoccurrence. In-house data was reviewed for kit lot 204 and no precision issues was seen when the kit was released. No further assistance is required. The cause for the discordant afp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.